Event description:
During the atrial flutter left (l-afl) procedure it was reported there was intermittent noise on all channels including body surface and ic ECG's on both carto and ep recording systems during ablation and pacing. The body surface ECG block cable and rl leads were replaced but issue was not resolved. Additional information received stated the signals were not readable. The physician was able to complete the procedure despite the noisy signals. The procedure was completed with no patient's consequence.

Manufacturer narrative:
(B)(4): during the atrial flutter left (l-afl) procedure it was reported there was intermittent noise on all channels including body surface and ic ECG's on both carto and ep recording systems during ablation and pacing. The body surface ECG block cable and rl leads were replaced but issue was not resolved. Additional information received stated the signals were not readable. The physician was able to complete the procedure despite the noisy signals. The procedure was completed with no patient's consequence. After following up with the customer, the customer stated that they did not wish to have service for the unit. No further unit evaluation could be performed. DHR review was performed. No anomalies were noted in manufacturing or service.

Manufacturer narrative:
(B)(4).